Manufacturer narrative:
The albt2 reagent lot number and expiration date were not provided. The field service engineer (fse) found that the sample probe was not spring-loaded and was misaligned within the rinse station. The fse corrected the issues. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned low results for multiple patient samples tested for multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for 1 patient sample tested for tina-quant albumin gen.2 (albt2). The initial result was < 300 mg/dl. The repeat result was 2722 mg/dl.